Event description:
It was reported that the patient requested assistance with a full supply change and, during the process, unintentionally pulled the teflon infusion site off the needle while removing the adhesive, after which the patient obtained another infusion site and successfully completed the supply change and resumed insulin delivery. Symptoms included no reported adverse clinical effects. Outcomes included continued insulin delivery without alerts or alarms and no need for medical intervention. Investigation included customer support troubleshooting and education over the phone. Investigation of this case revealed an infusion set deployment issue related to handling during application, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set application.